Manufacturer narrative:
(B)(4). Batch #: 748a00. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the indication for surgery? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? And what anatomical structure were they used on? Were there any issues with staple formation throughout the care of the patient? Were there any unusual sounds or noised heard upon firing the device? Was the difficult to close or difficult to fire? What is the current patient status? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with seven tr45w reloads present. The reloads b, c, d & e (768a24), and reload f (755a31) were received fully fired with some b-formed staples on the deck. Also, two reloads g & h (768a24) were received unfired. The device was tested for functionality with returned reload (g & h) and it fired, and cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 748a00, and no non-conformances were identified.

Event description:
It was reported that during the radical nephrectomy procedure, when the devices was fired and took off tissue, it seemed that it only partially fired. They had a lot of bleeding so they had to convert from the laparoscopic approach to open. They controlled the bleeding and completed the procedure with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2023. Additional information was requested, and the following was obtained: what was the indication for surgery? What was the procedure? Radical nephrectomy. How many days postoperative was the bleeding identified? Bleeding occurred and was controlled prior to closing. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? And what anatomical structure were they used on? I believe white but not sure were there any issues with staple formation throughout the care of the patient? Were there any unusual sounds or noised heard upon firing the device? Yes loud crunch was the difficult to close or difficult to fire? Yes. Only would fire halfway. What is the current patient status? Unknown. Could you please provide a time of event between the initial surgery and reoperation? No reoperation was reported. Additional investigation summary: upon visual inspection of the reloads, the reload (b) was noted to be damaged on the cartridge deck. The damage to the reload (b) is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2023, d4: batch #748a00. Investigation summary: visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with seven tr45w reloads present. The reloads b, c, d, e (768a24), and reload f ( 755a31) were received fully fired with some b-formed staples on the deck. Upon visual inspection of the reloads, the reload (b) was noted to be damaged on the cartridge deck. In addition, two reloads g & h (768a24) were received unfired. The device was tested for functionality with returned reload (g & h) and it fired, and cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria the device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati product inquiry lab. The investigation was specifically for the disassembled device and reloads. The device was test-fired in the previous phase of this investigation, so no further firings were performed with cartridges. The reloads fired by the surgeon and returned were disassembled and visually inspected. The pans were present on all reloads prior to removal. The sleds were located in the distal fired position on all 5 reloads. The sleds were removed, and a visual inspection was performed. The inspection showed no apparent signs of damage to any sleds. Several drivers were removed at random from each reload and visually inspected. Inspection showed no apparent signs of damage to any examined drivers. The device was inspected next. The device was test fired without a cartridge by bypassing the nocartridge lockout manually. The device cycled properly by extending and retracting the knife and opened normally after firing. The device was then disassembled and inspected. A visual inspection of the device in assembly with the left shroud removed did not indicate any gross misassembly of the device. The inspection did reveal a great deal of dried bodily fluid, likely blood, present on the inner surfaces of the shrouds and several components of the assembly. It should be noted that the release button was removed during the removal of the left shroud and the short rack is not fully engaged with the pinion gear because the device was laying on its side and the feature that properly locates the short rack is present on the left shroud. Visual inspection of the firing trigger teeth showed no apparent damage. The firing trigger lockout pin was present in the subassembly and lubrication was apparent on the surface of the part. Visual inspection of the closing trigger teeth showed no apparent damage. Lubrication was apparent on the surface of the part. Visual inspection of the left shroud pinion axle support showed no apparent damage. There was a large amount of dried blood noted on the inner surface of the shroud. Visual inspection of the short rack teeth showed no apparent damage. Visual inspection of the closure yoke teeth showed no apparent damage. Lubrication was apparent on the surface of the part, as was dried blood. Visual inspection of the trigger post showed no apparent damage. Dried blood was noted on a large portion of the inner surface of the shroud. Visual inspection of the pinion gear teeth showed no apparent damage. A small amount of dried blood was present on the part. Visual inspection of the articulation gear teeth showed no apparent damage. The articulation nozzle teeth also showed no apparent signs of damage. The damage noted on the left side of figure 12 was caused during device disassembly. Dried blood was noted on both parts. Visual inspection of the inner shrouds showed no apparent signs of damage. Dried blood was noted on both parts. This investigation found no indications of misassembly or damage that would have caused the device to not operate appropriately. A manufacturing record evaluation was performed for the finished device batch number 748a00, and no non-conformances were identified.